Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy by +8.25%. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous services. The reported issue was confirmed by functional testing. The root cause of the issue was expulsor. The expulsor was replaced to correct the issue. The device then passed all functional tests after the repair.